Manufacturer narrative:
Device not returned

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose ranged from 178-179 mg/dl.